Manufacturer narrative:
(B)(6).(B)(4). This part is not approved for use in the united states; however a like device catalog # 7440020, 510k # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that ,intra-op, a set screw inserted anteriorly at l2 could not be broken off at final tightening with break off screw driver. It was suspected cross thread but there was a possibility that screw head was opened because set screw was spinning. The surgeon fastened it by his hand tightly and he did not perform break off the setscrew and the wound was closured. The surgery was extended less than 15mins. It was reported that the event was happened during tightening the last 8th screw. And it is also reported the tightening appears not to be enough because the rod could not be fully seated during final tightening even the counter torque was used. Products came in contact with the patient. No patient complications were reported.